Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic roux-en-y gastric bypass, after creation of the gastrojejunal anastomosis, there was a surgical site infection. They cultured the surgical site and treated the confirmed surgical site infection to complete the case.